Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fph (B)(4) for evaluation. The complaint device was visually inspected. Result: visual inspection revealed that the collar on the connector at the patient end of the expiratory limb is cracked, also the tubing and limb were partly pulled out the connector. There was no visible damage found to the tubing. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a distributor that the collar of the expiratory limb of one rt265 infant dual heated evaqua2 breathing circuit had a crack. The crack was discovered when the customer connected the circuit to a ventilator. This was found before use on a patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt265 circuit was recently received at fisher & paykel healthcare in (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of or investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the collar of the expiratory limb of one rt265 infant dual-heated evaqua2 breathing circuit had a crack. The crack was discovered when they connected the circuit to a ventilator. This was found before use on a patient. There was no patient involvement.